Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon tried to fire the device but it would not fire. They took the devices apart and put it back together but still would not fire. A new reload was opened and worked fine. There was no patient injury.